Event description:
This pt had a left total knee in 1996. Pt did well for a couple of years then began having increased pain. Pt had a knee scope that showed failed components. Pt was admitted to this facility for a revision of the left total knee. Intraoperatively the tibial components was found to be loose. All components were removed and replaced.